Event description:
Same case as MDR ID: 2134265-2014-05796. (B)(4). It was reported that a death occurred. In (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo bifurcated lesion located in the 1st obtuse marginal (om) artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.25 mm x 12 mm taxus¿ element¿ stent with 0% residual stenosis. Target lesion #2 was a de-novo bifurcated lesion located in the mid left anterior descending (lad) artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct stent placement using a 2.25 mm x 16 mm taxus¿ element¿ stent with 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2014, the patient died and the cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).